Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: surgical intervention to drain seroma fluid. Explantation of breast prostheses due to left breast seroma, pain, and unspecified breast masses. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with an unspecified mentor smooth saline breast prosthesis developed a seroma in her left breast. An ultrasound identified the seroma along with small unspecified masses. In addition, the patient reported pain and swelling in her left breast. As a result, the seroma was drained, and the fluid was sent to pathology. Cd30 markers indicated no lymphoma and that no cancer was present. The patient later underwent bilateral explantation and replacement with mentor memorygel breast implant 355cc gel breast prostheses on (B)(6) 2020.